Manufacturer narrative:
Baxter received a report from a customer through mw5181238 of siderail false latching. There was no patient/user injury reported. Customer information, device model or serial number were not provided. Baxter has captured this reported event under a generic str procedural. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventive maintenance on this bed was unable to be completed. It is unknown if the facility performs preventive maintenance on their beds. No further information is available on the reported event of the bed at this time. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Although there was no reported injury with this event, if the report of a siderail false latching were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting on this event.

Event description:
Baxter received a report from a customer through medwatch mw5181238 of a siderail false latching. There was no patient/user injury, medical intervention, symptom, or adverse event reported.